Event description:
This patient experienced a subacute thrombosis approximately two weeks post implantation of a cypher stent in the ostial left anterier descending artery (lad). This was treated with thrombolytic therapy, balloon angioplasty and aspiration thrombectomy. This patient was admitted to the hospital with a chief complaint of chest pain and known ostial lad lesion. The patient was currently taking aspirin and ticlid. The patient was taken electively to the cardiac cath lab, where angiography revealed a bifurcating, highly angulated (75 to 90 degrees) lesion in the ostium of the lad. This lesion was known and the physician had attempted to treat it previously (2005); however, he could not get a wire to cross. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 3.5 x 13mm balloon inflated to 12 atms for 60 seconds. A 3.5 x 18mm cypher stent was deployed to 16 atms. It was overlapping the express stent implanted in 2005 in the lma and was placed across the ostium of the left circumflex artery (lcx) with suboptimal results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 25%. The patient was discharged seven days later on aspirin and plavix. Later that same afternoon, the patient complained of chest pain and was ruled in for a large anterior mi. Repeat angiography revealed a thrombus in the implanted cypher stent at around the distal lma and ostium of the lcx. It was hazy and so it could not be observed clearly. To treat the thrombus, a thrombolytic agent (t-pa) was administered and balloon angioplasty was conducted with a 3.0 x 13mm potenza balloon inflated to 12atm for 30 seconds in the lcx and to 16atm for 30 seconds in the lad. No balloon inflations occurred within the express stent in the lma. The physician attempted to conduct aspiration thrombectomy within the lcx but could not get the catheter through the struts of the cypher in the lad. Aspiration thrombectomy was attempted within the lma; however, the patient's blood pressure began to drop so it was discontinued. An intra-aortic balloon pump (iabp) was inserted for hemodynamic support and aspiration thrombectomy was successfully completed. The patient was discharged to the ICU, where he gradually recovered without sequalae. Physicians comments: the probable cause of the thrombotic event was because the patient developed ami before, so the cardiac muscle was bad and cardiac function was decreased.